Event description:
The plaintiff's atty alleges that the pt experienced cardiac arrhythmia and expired the next day, which is alleged to have been caused by the pt's exposure to the prod administered for dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.